Event description:
Reportedly, the surgeon inserted the device then bag detached and the ring came apart. The entire device was removed without patient injury. Surgeon inserted another to complete the procedure. Sex: male procedure: lap chole